Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-01183. It was reported that patient was not able to set the scs system to MRI mode. As such, patient is considering a surgical procedure to have entire scs system explanted.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-01183. Additional follow-up identified surgical intervention was undertaken wherein the entire system was explanted due to the issue.